Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect troponin-I stat high sensitivity list 3p25, that has a similar product distributed in the us, list 2r98.

Event description:
The customer observed a falsely elevated hstroponin result on the architect analyzer. The following data was provided for a (B)(6) male taking antihypertensive drugs: initial 93 pg/ml, repeats 104.1, 113.8 pg/ml. The patient was found negative on another method (ria hstrop-t 13.2, 9.76 ng/ml). The patient also had a coronary ultrasound; an unnecessary non-invasive diagnostic test with no impact to patient health